Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had an open wound on the front of their head (B)(6) 2016 and the lead had moved/dislodged. The patient symptoms included reddening of tissue. The patient did not have a fever. There was no patient death, life threatening illness or injury, or permanent impairment of the patient's body structure or function. The event did require in-patient hospitalization and medical or surgical intervention. A lab test done on (B)(6) 2016 showed klebsiella oxytoca. The event was assessed to be related to the implant procedure and the device or therapy. Surgical intervention involved a wound revision/douching with braunol 1/1 of the lead on (B)(6) 2016 and the patient was given clindamycin and ciprofloxacin. The event resolved without sequela on (B)(6) 2016.